Event description:
It was reported that when the technologist was positioning the c-arm, it was passing the intended position and continued rotating. No injury reported. A field engineer was dispatched to the site and a full reboot of the system was completed.